Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for rv coil impedance above the programmed upper limit and exhibited fluctuations in measurements. It was noted that it was unclear if the rv coil was showing early signs of a fracture. It was further reported that the implantable cardioverter defibrillator (ICD) labeled some supra ventricular tachycardia (svt) episodes as ventricular tachycardia (vt) in the monitored zone due to the morphology discriminator match. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv coil impedance alert threshold was increased. In addition, the ICD morphology discriminator template was re-collected with satisfactory match scores.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection. Analysis of the device memory had an observation relating to wavelet detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.